Event description:
It was reported that the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn.